Event description:
During an interrogation of the patient's device performed on (B)(6) 2012, it was observed that the patient was at incorrect settings. The settings were indicative of a faulted system diagnostic test. Programming history was reviewed at that time, and a faulted system mode diagnostic test occurred on (B)(6) 2012, the patient's last recorded visit. It appears that the faulted diagnostic that occurred on this date resulted in an un-intentional change to the patient's settings that was not corrected at that visit.

Manufacturer narrative:
Analysis of programming history.